Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
The ge service image processor board was ordered. The ge rep found that the system shut down. He removed components. The system operates as intended.